Manufacturer narrative:
The customer reported that they will not return the device for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator screen froze twice while connected to a patient. The customer confirmed that there is was no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: trudell field service technician checked the uim (user interface module), making sure the uim cord was not kinked or slightly disconnected. A full functional test was done, and the screen was put in various positions, but it did not freeze at all. The reported failure was not reproduced, and the suspect device passed the operational verification procedure. However, clinical staff stated they were able to use suction and increase o2 functions. As these functions can be used while the panel lock is active, it is concluded that they did not realize that this was on/active and thus a user error.